Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was not recognizing the new batteries and received a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the low battery alarm, and the customer reported replace battery alarm. The customer stated that this was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed batt alarm on 07/31/2025 20:45:42.000 was noted in the history file. Battery cycle 8.0 received the lowbatteryalert (104) on 07/31/2025 16:31:00 after more than 7 days at 11.29 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/20/2025 03:58:00 faster than expected at 4.78 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/15/2025 09:11:00 after more than 7 days at 11.03 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case (battery tube), slightly peeling serial number label, corroded battery tube, and scratched case. Unexpected power loss of less than 7 days per the pump history records. Low battery alarm and short battery life confirmed due to moisture damage on all electronic assemblies, unexpected failed batt test alarms were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.